Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 150 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the display was black. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with no red light indicator anomalies or button keypad unresponsive anomalies during testing. The device passed the displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The device had all buttons functioning properly, no damage to keypad traces and connector was not unlocked during visual inspection.